Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery wherein rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on, (B)(6) 2014, the patient was pre-operatively diagnosed with lumbar instability with spondylolisthesis and underwent the following procedures: lumbar decompression, l4-l5 and l5-s1; l4-l5 and l5-s1 posterior lumbar interbody fusion; l4-s1 posterolateral fusion with instrumentation, local bone grafting, and rhbmp-2; and bilateral l3-l4 hemilaminectomies. As per op-notes,¿ a similar procedure was performed both at the l4-l5 and l5-s1 levels for preparation of interbody space for interbody fusion through a transforaminal approach, retracting the descending nerve root, visualizing the traversing nerve root with a combination of curettes and rotating scrapers. Surgeon placed a 9 x 27 mm peek interbody spacer packed with rhbmp-2 and local bone graft within the l5-s1 interspace with a 10 x 27 mm peek interbody spacer packed with rhbmp-2 and local bone graft eventually at l4-l5 interspace with good position on ap and lateral x-rays.¿ the patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.